Manufacturer narrative:
(B)(4). Additional manufacturer narrative: aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted due to aortic insufficiency and stenosis, secondary to degeneration. The patient tolerated the procedure well and there was no aortic insufficiency, no paravalvular leak, and the gradient reduced to 0.

Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm pericardial aortic valve that required valve in valve intervention after an implant duration of 13 years, one (1) month due to aortic insufficiency. The patient was implanted with a 26mm transcatheter valve with no reported complications. No additional information was provided.